Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26 of the patient's mouth. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.